Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the waist pack (lot number unknown) was not returned for evaluation as it was removed from use. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue and the lot number is unknown. The reported event could not be confirmed due to insufficient information. Applicable risk documentation and experience with events of similar circumstances were considered; events involving waist packs with damaged seams may be attributed, but not limited, to wear and/or the handling of the pack. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the seams of the pioneer waist pack were torn, and it was confirmed that there was no possibility of the battery or controller falling out of its intended location. The waist pack was removed from service. No patient complications have been reported as a result of this event.